Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display after changing battery. The customer¿s blood glucose level was unknown at the time of the incident. Customer is calling back with blank display after receiving new battery cap. Customer states the display was not blank less than 30 seconds. Customer states display is blank currently. Insert battery alarm did not display on the pump screen. Customer also reported that, the battery compartment was cracked. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.